Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. It is possible that the anatomy of the patient contributed to the reported event. It was reported that the patient's vessel was tortuous and the guidewire and balloon was hard to reach the position. The device was not returned for analysis. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported ¿guidewire distal tip broken/fractured during use¿ and ¿un-retrieved device fragments¿. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to the reported 'patient headache serious'.

Event description:
It was reported that during the procedure the physician used the subject guidewire to bring a balloon catheter to the target lesion. The vessel was tortuous and it was difficult to reach the target position with the subject guidewire and balloon catheter. After dilation of the balloon, the physician withdrew the devices and found the tip of the subject guidewire was fractured. The physician re-delivered the balloon and dilated it in an attempt to remove the fractured guidewire fragment out of the patients body but was not successful. A stent was deployed at the target location to finish the procedure. The patient experienced a headache and the adverse event resulted in prolonged hospitalization. The patient has been discharged from hospital.

Event description:
It was reported that during the procedure the physician used the subject guidewire to bring a balloon catheter to the target lesion. The vessel was tortuous and it was difficult to reach the target position with the subject guidewire and balloon catheter. After dilation of the balloon, the physician withdrew the devices and found the tip of the subject guidewire was fractured. The physician re-delivered the balloon and dilated it in an attempt to remove the fractured guidewire fragment out of the patients body but was not successful. A stent was deployed at the target location to finish the procedure. The patient experienced a headache and the adverse event resulted in prolonged hospitalization. The patient has been discharged from hospital.